Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed lesion was located in the moderately tortuous right popliteal artery. The physician advanced a 3mmx40mmx146cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 8atms for 30 seconds and it ruptured on the first inflation. The procedure was completed with a 4x40mm sterling es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).